Event description:
New information received indicates that the lead dislodgement was confirmed by diagnostic imaging.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead was completely dislodged and could not be fixed. The physician complained about the product quality after multiple attempts. The lead was not used and replaced during the procedure. The patient was in a stable condition.